Event description:
Reporter stated that the end-user said that he was going up a ramp and the chair veered to one side and went off the ramp and fell to the ground. The reporter stated that the end-user did not receive any injuries of any type.

Manufacturer narrative:
Chair eipw9 quickie freestyle f1 evaluated for complaint. Found right side motor with gearbox issues. Gears do not engage unless motor is either moved or tapped. Please see video "left motor not engaging" in folder g:\quality\customers\RMA's. There are also other pictures in same folder documenting state of chair at receipt: chair has been scratched and signs of wear-and-tear are present. Chair has left arm rest bent presumably from chair veering to one side as reported. Chair also shows electric tape holding connectors in back of chair.